Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es t the pyxis was rebooting in middle of use in surgery. The customer stated that this malfunction occurred when user was pulling medication in middle of surgery, which cause a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-jun-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the pyxis was rebooting in the middle of use. The field service engineer found this issue was due to a battery failure, as referenced in the medstation app log files. Additionally, the station went into shutdown mode when accessing pockets in drawer 3.1 (half height cubie). Then the field service engineer replaced the battery according to the attached knowledge article and the row board cable at the drawer controller end was reseated. All pockets in the drawer were ejected, reseated, and tested, along with all lids. Random testing of pockets afterward showed no errors. The system functioned as intended after the field service engineer repaired the device